Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, facial granulomatous nodules / verrucous granuloma, like skin lesions / foreign body giant cells (injection site granuloma), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation horriat, n., woods, t. & medina, a. (2020) an unusual and delayed complication of hyaluronic acid filler injection: a case report, case reports in plastic surgery and hand surgery, 7:1, 68-72, doi: 10.1080/23320885.2020.1769481.

Event description:
This MDR is related to MDR 3013840437-2021-00019, 3013840437-2021-00020, and 3013840437-2021-00021 referring to the same patient. This literature report from united states of america concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid, into the glabella, nasolabial folds (intentional device misuse) and marionette lines. As reported, the injector had an impeccable technique. One month after the treatment with hyaluronic acid, the patient experienced a hypersensitivity reaction, consisting in facial edema, erythema, itchiness and a mild fever. She was evaluated with a computerized tomography scan at an outside hospital which demonstrated preseptal cellulitis and soft tissue edema without an evidence of abscess. This cellulitic reaction was treated with intravenous antibiotics and intramuscular steroids and resolved without complication. Seven months later the patient used a brand-new suction powered facial pore cleansing device on her entire face. Thereafter, 10 months after the treatment with hyaluronic acid, the patient developed enlarging ulcerated lesions only on areas previously injected with hyaluronic acid. The microscopic examination performed by her dermatologist revealed a presence of fungal hyphae. For that reason, the patient was referred to an institution for further management. Upon admission, the patient exhibited verrucous granuloma, like skin lesions on the glabellar region, nasolabial folds and marionette lines. It was also described as facial granulomatous nodules. Computerized tomography of the face scan with an intravenous contrast revealed abnormal cutaneous and subcutaneous heterogeneous enhancing consistent with phlegmon or an early abscess formation. The patient was treated with amphotericin b (5 mg/kg intravenous every 24h, for 2 weeks) guided by infectious disease consultants. In addition, local cultures of the lesions reported the presence of escherichia coli, enterococcus faecalis, and staphylococcus epidermidis. Accordingly, vancomycin (15 mg/kg intravenous every 12h) and meropenem (2 g intravenous every 8h) were also added for 1 week. On post-admission day 15, it was proceeded with definitive surgical debridement via wide local excision followed by wound care for healing by secondary intention. On gross examination, the specimens appeared granulomatous in nature with liquefactive necrosis. Final pathology reported the presence of squamous epithelium with chronic lymphohistiocytic inflammation and fibrinopurulent exudate including foreign body giant cells. Grocotts methenamine silver stain, with adequate positive and negative controls, was negative for a fungal infection. After a significant clinical improvement, the patient was discharged with oral antibiotics and plans for a close follow-up and a future scar revision. Thus, based on the culture results from intraoperative tissue samples, the infectious disease team recommended doxycycline (100 mg by mouth twice a day, for 14 days) and no further antifungal agents. As reported, the stock of fillers at the patients providers office was investigated without any evidence of contamination. The patient was seen most recently eight months post operatively. She showed no signs of ongoing infection and wounds were well healed. The combination of antibacterial and antifungal systemic treatments along with surgical excision eradicated any ongoing infection without further complication. Deep scarring in the nasolabial folds has made the folds more prominent. It was an aesthetic concern for the patient, but in an attempt to avoid direct excision or reinjection of foreign material locally, they discussed alternatives which included a laser of the affected area and a partial scar revision. Due to the provided information, the outcome of the events was considered as resolved with sequelae. In the opinion of the authors, it was unclear what caused the patients ulcerative lesions. The authors hypothesized that she initially had an allergic type reaction. Even though the computerized tomography report attributed the event as preseptal cellulitis, she had other areas of inflammation at other injection sites and a pattern mimicking angioedema. In the opinion of the authors, it was not possible to eliminate suboptimal technique at the time of injection. The potential underlying mechanisms for the rare unexpected course of hyaluronic acid filler injection included an immediate and delayed hypersensitivity reactions, as well as a granuloma formation mediated by either inflammatory foreign body reactions or bacterial biofilm aggregation.